Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. The tb20 connector housing was damaged and pushed into the device. The device could not obtain measurements due to the damages.

Event description:
The customer reported the "patient cable receptacle [was] pushed back when patient cable is plugged into port (found on bottom part of face of device/ front)." No patient impact or consequences were reported.